Manufacturer narrative:
(B)(4) - there is no documentation that indicates there is a causal relationship between the fresenius products and the event of peritonitis. The pdrn identified the peritonitis was possibly related to a breach in aseptic technique due to touch contamination. There is no allegations against any fresenius products or cycler and no reported machine malfunction. The pdrn stated the newly diagnosed paroxysmal atrial fibrillation and subsequent hospitalizations were not reasonably associated with the cycler. Additionally, the patient continued with ccpd treatments during episodes of paroxysmal atrial fibrillation and currently remains on ccpd therapy. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
During follow up on an unrelated event a peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported that the patient had an event of peritonitis. The pd patient was diagnosed with peritonitis on (B)(6) 2017. An effluent culture was performed on (B)(6) 2017 and showed no growth, and white blood cells (wbc¿s) were 14,000 with polymorphs identified. The patient was treated in clinic with vancomycin and ceftazidime (dose unknown), both given intraperitoneally for 28 days. The pdrn stated the source of infection was breach in aseptic technique due to touch contamination. The patient was not hospitalized for this event and fully recovered from the episode of peritonitis. The patient continued ccpd therapy without any reported issues.